Event description:
The complainant reported that impella cp was contaminated by a staff member and the cp was discarded. A decision was made not to place an additional impella. There was no harm to the patient.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. A.1, a.2, a.3, a.4 and a.5 are unknown. D.6a and d.6b implant and explant dates are unknown. E.1 name prefix/title, first name and last name are unknown.

Manufacturer narrative:
The investigation of delivery issues has been completed. The impella device was not returned for evaluation. Based on the clinical details the root cause of delivery issue is determined to be use issue because the impella was contaminated before the insertion by the staff member. E4 should have been left blank on the initial manufacturer device report number as it is unknown if the initial reporter also sent the report to the food and drug administration.